Event description:
It was reported that this right ventricular (rv) lead was repositioned 4 days after implant for unknown reason. If this event were to reoccur, it could lead to a serious deterioration in the health of the patient. No additional adverse patient effects were reported. This device remains in service and report will be update should additional information become available.